Event description:
The customer reported the device had a smoke phenomenon. Testing and investigation confirmed the smoke phenomenon and found that the power supply was burnt and required replacement. There was no patient involvement. No additional information was provided.